Manufacturer narrative:
Section d4: updated. Section h4: updated. Manufacturer's investigation conclusion: the reported event of a damaged emergency backup battery cover screw was confirmed via the submitted photos. The system controller, serial (B)(6), was not returned for analysis. The provided information stated that the emergency backup battery cover screw had broken in half and the system controller was consequently exchanged. The submitted pictures showed the screw broken in half with the threads still attached to the system controller housing. It is unknown how this damage occurred. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A manufacturing analysis task was opened to investigate the issue of a damaged emergency backup battery cover screw. A root cause for this reported event cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller the patient handbook and IFU also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that one of the screws on the back of the backup system controller had broken in half. It was recommended that the backup system controller was exchanged.